Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was implanted between the esophagus and pylorus during a stent implantation procedure performed on (B)(6) 2013. According to the complainant, the stent was implanted due to a 9 cm malignant lesion. Following stent placement, it was reported that the patient had chemotherapy and gained weight. On (B)(6) 2013, the patient presented with dysphagia and food intolerance. An endoscopy was performed which confirmed that the stent had broken in two. One part of the stent was in the esophagus and the other one was in the pylorus. On (B)(6) 2013, the physician attempted to remove the stent. During this procedure, the physician had difficulty removing the stent and attempted to cut the stent mesh with argon plasma cautery (apc). The stent was unable to be removed and remained implanted in the patient. On (B)(6) 2013, another stent (a cook fully covered stent) was implanted and the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was implanted between the esophagus and pylorus during a stent implantation procedure performed on (B)(6) 2013. According to the complainant, the stent was implanted due to a 9 cm malignant lesion. According to the complainant the patient had presented with dysphagia due to a lower esophageal stricture caused by inoperable adenocarcinoma that had metastasized to the cardia of the stomach. There was no technical difficulty during stent implantation; the patient had an immediate recovery with good quality of alimentation for several months. Following stent placement, it was reported that the patient had palliative chemotherapy and gained weight. Sometime around (B)(6) 2013, the patient had an unreported event of dysphagia and nausea. On (B)(6) 2013, during a systematic scanner control, the physician observed that the inferior part of the stent was in the stomach (gastric level) with persistency of the inferior segment in the intra esophageal position. Reportedly, the patient also had a recurrence of dysphagia therefore the chemotherapy treatment and endoscopy was postponed due to this. On (B)(6) 2013, an endoscopic exploration was done, which confirmed that the stent split in two. The lower part of the stent had migrated in the intragastric area, whereas the upper segment of the stent was in the intra esophageal position. There was no obstruction in the intra esophageal segment. During this procedure, the physician attempted to remove the stent and tried to cut the stent mesh with argon plasma cautery (apc). The stent was unable to be removed due to one of the lower segments that had migrated into the intragastric area. Therefore, the procedure was ended and the stent remained implanted in the patient. On (B)(6) 2013, a different stent was implanted and the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context.  This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.